Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Threads on the mcreynolds distal stem adapter broke off in the conical distal stem as surgeon was attempting to remove the stem from the canal.

Manufacturer narrative:
Reported event: an event regarding fracture involving a mcreynolds adaptor was reported. The event was confirmed. Method & results: device evaluation and results: examination of the device confirmed the event and determined the device fractured in overload. Medical records received and evaluation: not performed as no medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the examination of the device indicated the threads fractured due to overload. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Threads on the mcreynolds distal stem adapter broke off in the conical distal stem as surgeon was attempting to remove the stem from the canal.